Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Thrombosis and hemorrhage are known and anticipated complications to these types of procedures and are listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported that patient developed a thombus in a branch off the posterior cerebral artery during the stent assisted coil embolization procedure. Reopro was administered to treat the thrombus. No other information was provided.

Event description:
It was reported that patient developed a thombus in a branch off the posterior cerebral artery after the stent was implanted, there was no instent thrombosis. Reopro was administered to treat the thrombus and the thrombus was fully resolved. The patient suffered secondary bleeding due to the reopro that was administered to treat the thrombus. No other information regarding the patient's condition was provided.